Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system showing error massage and it crashes the system. Fse verified that the error message was causing the system to crash. Fse checked that the equipment was jammed and confirmed the software and data hard disks. Fse used a backup image to restore the system software, which allowed the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system displayed a "please wait" message and then powered off. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.